Manufacturer narrative:
During investigation, it was discovered that this device had been used in a patient event. Philips is continuing to attempt to retrieve additional information from the user.

Event description:
It has been reported that the AED did not pass the self diagnostic check.